Event description:
It was reported that a device issue occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left main, left circumflex and left anterior descending arteries. A 1.50mm rotapro was selected for use to treat restenosis following the placement of a culotte stent. Due to a high number of ablation cycles at 180,000 rpm and contact with the previously placed stent, the diamond coating on the burr tip began peeling off. The device was completely removed from the patient using dynaglide mode, and procedure was completed with another of the same device. There were no patient complications and adverse events.